Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. Nevertheless, stryker was able to power on the device using a known good dc battery. Stryker replaced the eos and power pcba from the power module to repair device. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The stryker product analysis center (pac) further evaluated the replaced parts. Stryker pac confirmed that a shorted transistor on the eos was the cause of no ac operation and no dc battery charge. However, pac was not able to replicate issue of no dc operation testing the power pcba. Therefore, the root cause for no ac operation was determined to be an inoperative eos. No root cause was determined for no dc operation.

Event description:
A customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device would unexpectedly loose power. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Stryker provided the customer with a repair quote, but has not responded to follow up inquiry. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.